Event description:
It was reported that on post operative abdominal hernia surgery, the patient developed a very serious allergic reaction which was characterized with a bright red and swollen abdomen. The physician prescribed medication to stop the allergy. Since the procedure, the patient has experienced persistent complications, including chronic stomach pain, abdominal tightness described as feeling like someone was lacing the stomach. Disordered bowel transit with constipation and gastroenteritis-like symptoms, inability to use abdominal muscles, and fatigue were also experienced.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.